Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the atrial lead exhibited over-sensed noise. Inappropriate automatic mode switches (ams) were noted. No intervention was performed. The patient condition was unknown.